Event description:
It was reported that during an unk procedure, the staple malformed on 2nd and 3rd firing (open shape). Another device was used to complete the case. There were no adverse consequence to the pt.